Event description:
It was reported the patient is no longer receiving stimulation and is unable to communicate with or charge her ipg. The patient last charged her ipg in (B)(6) 2014. A replacement charger was unable to resolve the issue and it was determined the patient's ipg is inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.